Event description:
The surgeon reported surface opacification of the intraocular lens post-operative. The pt expired due to complications of severe obstructive pulmonary disease (not product related). No add'l info is available at this time. The lens will not be returned to the MFR.